Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that during a procedure it was not possible to connect the nail with the aiming arm through connecting screw. There was a five minute delay in the procedure. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported no deviation or damages are visible. The investigation off the complained proximal femoral nail (pfn) has shown no deviation or damages. We have assembled together with the responsible product manager the pfn with an aiming arm from our test set. The nail could be assembled without any problems onto the aiming arm. The article was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Based on these findings the investigation concluded that the cause of failure is not due to any manufacturing non-conformances. The investigation was not able to determine the exact cause which led to this occurrence. It is possible that a damaged screw could cause the problem if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Device was not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.